Event description:
According to the reporter, the anesthesia provider who was a student tried to deploy the sail before the device was all the way in the patient¿s stomach. The sail would not deploy because it was still in the patient¿s esophagus. The surgeon did an egd after the case and discovered a small piece of plastic that looked like a piece of a plastic bag in the patient¿s esophagus. No one in the room could determine where the piece of plastic came from and it did not appear to come from the device. The patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: laparoscopic sleeve gastrectomy. According to the reporter, the anesthesia provider who was a student tried to deploy the sail before the device was all the way in the patient¿s stomach. The sail would not deploy because it was still in the patient¿s esophagus. The surgeon did an egd after the case and discovered a small piece of plastic that looked like a piece of a plastic bag in the patient¿s esophagus. No one in the room could determine where the piece of plastic came from and it did not appear to come from the device. The piece was retrieved from the patient cavity. The patient is fine.